Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The subject device was not returned to olympus for evaluation. Therefore, the reported phenomenon and the condition of the device cannot be confirmed. The exact cause of the reported event could not be conclusively determined. However, based on the past investigation results, the probe broken was likely due to contact with surgical instrument or the non-insulated area of the grasping section. The detailed mechanisms are shown below. 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke off when added load. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case when user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke off when added load. A review of the DHR found no anomaly during the manufacturing process. The following descriptions related the reported event were found in the instruction manual. ¿·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at tis time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during a colectomy procedure using a thunderbeat, the tip (lower clamp) broke off intra-abdominally during use. The device fragment was not retrieved from the patient. The device issue resulted in an additional one hour for the procedure. The physician had to use an alternative (unspecified) method to complete the procedure. There were no adverse consequences to the patient as a result of this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.